Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm and a no reservoir alert when the customer was changing the site and rewinding the device. Customer's blood glucose was 122 mg/dl. During troubleshooting, found the drive support cap is protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error during the basic occlusion test due to protruded/loose drive support disk. No prime alarm occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.